Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one adapter and one idrive powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. There were no visual abnormalities noted for the handle or adapter. During functional testing, the unload button on the adapter could be not depressed, making a reload impossible to load. When the adapter was disassembled, it was noted that the articulation nut of the adapter was found to be out of position, causing false reload detection. An internal break in connection on the bldc board can cause intermittent occurrences during which the drive motor cannot successfully complete calibration, resulting in an out of position articulation nut. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: the system does not seem to be performing the articulation calibration correctly when the adapter is connected to the handle. No reloads can be put on the shaft. The device was not used on the patient.